Event description:
Healthcare professional confirmed capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, deformation, and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Patient reported right side "scar tissue, hardness, and capsular contracture baker grade IV." Physician confirmed capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side "scar tissue, hardness, and capsular contracture baker grade unknown.

Event description:
Patient reported right side "scar tissue, hardness, and capsular contracture baker grade unknown." Device has been explanted.